Event description:
Customer admitted to hospital for low blood glucose. The blood glucose reading was 71 mg/dl. Customer was found in his yard. Customer stated that he used too much insulin, which caused an insulin reaction. Customer reports that he changed his basal settings without the advice or aid of hcp. Customer was confused on where the decimal needed to be placed, therefore causing the hypoglycemic event. The insulin pump's programming was correct. Insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.